Manufacturer narrative:
Medical advisor interpretation: provided imaging does not appear to show the hardware complication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: spinal fusion at l5-s1 most of the fractured screw was remove and replaced. Which was removed on (B)(6). On (B)(6) 2016: the patient underwent CT lumbar spine w contrast. The findings were: l1-2: negative; l2-3: negative; l3-4: mild disc de generation. Small left foraminal disc protrusion with possible impingement left l3 nerve root. Mild facet degeneration without spinal stenosis. L4-5: mild disc bulging and mild facet degeneration. Mild narrowing of the canal. Mild foraminal narrowing bilaterally. L5-s1: 3mm anterior slip, improved from the prior study suggesting instability. There is advanced facet degeneration at this level. There is foraminal encroachment with impingement of the l5 nerve root bilaterally. (B)(6) 2016: the patient was presented with the following pre-op diagnosis: I. Spondylolisthesis, l5-s1. Ii. Lumbago and underwent following procedures: I. L5 laminectomy with facetectomy for decompression of exiting nerve roots, more than would be required for placement of interbody graft. Ii. Posterior non-segmental instrumentation using cortical pedicle screws at l5-s1. Iii. Posterolateral fusion, l5-s1. IV. Use of locally harvested bone autograft. V. Use of non-structural bone allograft. As per op-notes, ¿skin incision was then made sharply and bovie electrocautery was used to dissect the subcutaneous tissue until the lumbodorsal fascia was ide ntified and incised. The muscle was then elevated in the subperiosteal plane. Self-retaining retractors were then placed after exposure of the l5 and s1 lamina out to the pars interarticularis as was the l4-5 facet complex and l5-s1 facet complexes were identified. The l5-s1 facet complex bilaterally was noted to be significantly hypertrophied, essentially covering the pars interarticularis bi laterally, and extending up towards the l4-5 joint. Using lntra-operative fluoroscopy, entry points for bilateral l5 cortical pedicle screws were identified. Pilot holes were then created under lateral fluoroscopy and tapped to 35 mm. At this point attention was turned to decompression. Complete l5 laminectomy with facetectomy was completed using a combination of kerrison rongeurs and a high-speed drill. The patient had previously undergone what appears to be interlaminar decompression at this level. There was a significant amount of scar tissue adherent to the dorsal surface of the dura, which extended laterally. There is no identifiable plane between the scar tissue and the dura, and the scar tissue was significantly adherent to the facet complex. The dura was significantly adherent ventrally as well, and it became apparent that mobilization of the thecal sac would not be possible in order to complete a discectomy or place interbody grafts. Therefore, having completed adequate decompression of the thecal sac and bilateral l5 nerve roots with complete facetectomy, the decision was made to stabilize with pedicle screws alone, without proceeding with interbody fusion. Under lateral fluoroscopy, bilateral s1 cortical pedicle screws were tapped and screws placed at l5 and s1 with 5.5 x 35 mm screws. The lateral edge of the facet complex at l5 and s1 was then decorticated. A rod was then placed, and set screws were placed and final tightened. The bone harvested during the decompression was morselized, mixed with vitoss which was hydrated with bone marrow blood. This was then packed into the lateral gutters for posterolateral fusion. At this point, the wound was irrigated with copious amounts of antibiotic saline. Good hemostasis was confirmed. The wound was then closed in layers using interrupted 0 and 3.0 vicryl stitches. Skin was closed with dermabond, and sterile dressing was applied. (B)(6) 2016: the patient presented for a follow up visit to discuss CT myelogram results. He reports continued low back pain with left sided radiation along l5-51. There has been no worsening symptoms or new symptoms. He has continued to take his medications as prescribed without relief. Endorses weakness of left lower extremity. Denies bowel or bladder dysfunction. Diagnostic results were: CT myelogram lumbar spine was reviewed. The left s1 screw his fractured, and there is lucency around the right s1 screw. There is no interbody fusion yet. The impressions were: 61-year-old man with primarily back and left-sided pain likely related to screw fracture and loosening at s1. (B)(6) 2017: the patient underwent CT lumbar spine w contrast due to other spondylosis with radiculopathy, lumbar region. The findings were: small anterior extradural defects at l3-1 and l1-5 without compressive stenosis. Previous posterior fusion at l3-51. Lucency around the s1 screws. Anterolisthesis of 5 mm. Fracture of the pedicle screw on the left at si. No compressive stenosis at l5-51. Standing flexion extension views show increase in the l3-s1 anterolisthesis to 1 cm. This does not change further with flexion extension. CT lumbar myelogram findings were: t12-l1, l1-2 and l2-3: normal. L3-4: minimal bulging of the disc. Mild mixed injection. No compressive stenosis, l4-5: mild bulging of the disc. Mild narrowing of the lateral recesses without visible neural compression. L5-s1: anteriolisthesis of 4 mm in this position. L5 pedicle screws well positioned without loosening. S1 pedicle screws show pronounced loosening. Fracture of the left screw. Mild bilateral foraminal stenosis which would worsen with standing. No significant sacroiliac osteoarthritis. The impressions were: non-compressive disc bulges at l3-4 and l4-5. L5 pedicle screws intact. Pronounced loosening of the s1 screws with fracture of the screw on the left. Anteriolisthesis of 4 mm supine, 5 mm prone and 1 cm with standing. (B)(6) 2018: the patient presented to discuss CT myelogram results. He reports continued low back pain with left sided radiation along l5-51. There has been no worsening symptoms or new symptoms. He has continued to take his medications as prescribed without relief. Endorses weakness of left lower extremity. Denies bowel or bladder dysfunction (B)(6) 2018: the patient was presented with the following pre-op diagnosis: I) screw fracture,s1. Ii) pseudoarthrosis, l5-s1. She underwent the following procedures: I) removal of previous hardware. Ii) placement of bilateral s1 pedicle screw solera 6.5 x 40, 7.5 x 40. Iii) posterolateral fusion, l5-51. IV) use of nonstructural bone allograft - magnifusel. As per op-notes, ¿the previous skin incision was incised sharply. Bovie electrocautery was used to dissect through the underlying scar tissue until the lumbodorsal fascia was identified and incised. Dissection was then carried out in a paramedian fashion to identify the l5 and s1 screws bilaterally. Dissection was carried further laterally to identify the sacral lamina, as well as the s1 articulating processes and transverse processes bilaterally. At this point the set screws were removed, and the right s1 screw was completely loose, and was removed easily. The left s1 screw was removed and noted to be fractured about a third of the way down the shank. I was unable to even visualize the distal portion of the screw, and I decided to leave it in place rather than drill out portion of the pedicle. At this point, using ap and lateral fluoroscopy, standard trajectory pedicle screw was placed just below the retained screw fragment on the left side, measuring 6.5 x 40 mm. In a similar fashion, new standard trajectory pedicle screw was placed on the right measuring 7.5 x 40. Position was confirmed with ap and lateral fluoroscopy. High-speed drill was then used to decorticate the facet complex and transverse process, as well as a portion of the s1 lamina and the midline. Bmp was then placed in the lateral gutter and covered with a magnifuse.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: height (B)(6) (B)(6) 2016: the patient got discharged from the facility.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent fusion surgery at l5-s1 due to some unknown reasons. Post-op, approximately four months after the screw was implanted, patient began to experience progressively worsening severe left sided pain with radiation down the left thigh that persisted for months. A CT scan of patient lumbar spine in early 2018 revealed he had demonstrated no significant fusion and that the left s1 screw was fractured. Patient had undergone revision surgery for the replacement of broken screw.